Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was having a sensing/detection problem. Specifically , the device was oversensing and having a telemetry problem. The device was reprogrammed and remains in use. As well, the patient's right ventricular (rv) lead had high pacing impedance, no capture, eighty three high rate non sustained episodes, high thresholds, unstable thresholds, fracture, noise and oversensing. The lead was reprogrammed and revision was scheduled for the future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.